Event description:
Affiliate in another country, reports patient complaint of discomfort in 2006. Worsening condition diagnosed the following month, as acanthamoeba os. The patient was hospitalized in 2006, then returned home for "continuous treatment." Condition of eye reported as loss of vision os due to scar. Reportedly, the doctors are recommending a corneal transplant at this time.

Manufacturer narrative:
Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.